Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine (hc). The technical service representative (tsr) advised the home patient (hp) to end therapy. The hp was contacted on (B)(6) 2011. The hp stated that after priming the hc he accidentally dropped the patient line while trying to connect. The hp stated that water leaked out of the primed line when he dropped it and then he picked up the line and connected. The hp stated he has already seen his nurse who gave him antibiotics to prevent any infection. The hp stated this was an isolated event. The hp stated he did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed and the assignable cause could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.